Manufacturer narrative:
Implant date: estimated as (B)(6) 2021 as the date of implant is unknown, however, the event date occurred in (B)(6) and it is known this event occurred approximately 6 months post index procedure.

Event description:
It was reported that a thrombosis and shift of the device occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Six months post index procedure, the patient presented to the hospital with atrial fibrillation with rapid ventricular response and a new cardiomyopathy. To evaluate for potential cardioversion, transesophageal echocardiography (tee) was performed and a laminar, mobile thrombus was identified over the closure device extending from the mitral annulus to the limbus. A computed tomography (CT) was also performed to confirm the thrombus. The tee review noted the position of the closure device was also more canted six months post procedure, creating a leak on the limbus side. The patient was discharged home per protocol and nothing was done to treat the shift, however, the patient remained on an anticoagulant medication regimen to treat the thrombus.